Manufacturer narrative:
Evaluation summary: the customer's reported problem regarding over delivery was verified. Simulation-use delivery testing found the pump was over delivering passed the published specification of +/- 6%. Additional inspection revealed a faulty downstream occlusion sensor and battery. Furthermore, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the expulsor was trimmed to bring delivery into a more nominal range, the downstream occlusion sensor and battery were replaced, and the device was calibrated and software was reinstalled. No further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "over delivery". Issue was found during technician testing; no patient involvement.